Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system intraocular pressure control (iop) function did not work during surgery. The procedure was completed without the iop control function. There was no harm to the patient. Additional information was confirmed to be unavailable for this reported event.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. There was no issue with the iop. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).